Event description:
It was reported that the customer had low blood glucose and moisture damage. Customer stated blood glucose reading was 103 mg/dl and dropped to 74 mg/dl. Customer stated the type of fluid exposure in the insulin pump was insulin. Customer stated a lot of insulin was missing from the reservoir. Troubleshooting was done. The insulin pump test passed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.